Manufacturer narrative:
Zoll has not received the autopulse li-ion battery (sn 58177) for investigation. A follow-up report will be submitted if and when the product is returned, and the investigation has been completed.

Event description:
The customer reported that the autopulse li-ion battery (sn (B)(6)) stopped working during the resuscitation attempt. Upon pressing the battery's status indicator, four leds flashed, indicating that the battery had exceeded three years of use from the date of manufacture. The battery was manufactured in (B)(6)2019 and is over four years old. Per the customer, the battery failure did not affect patient care, and manual CPR was performed for the rest of the call. There were no consequences or impacts on the patient.